Event description:
Swollen tongue [swollen tongue]. Tongue sores [tongue ulceration]. Blisters on tongue [tongue blistering]. Case description: a consumer reported that they, an adult female age unspecified, used fixodent denture adhesive, free cream 1 application, 1/day beginning (B)(6) 2000 and reported the following: swollen tongue, tongue sores, and blisters on tongue beginning (B)(6) 2010. She visited the emergency department on (B)(6) 2010 and was given benadryl and unspecified steroids and injection. The case outcome was unk. No further info was provided.

Manufacturer narrative:
Lot number or product was not provided by the rptr therefore, unable to proceed with batch retain testing or product investigation.